Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had pocket soreness and pain for about the past 8 months. The patient reported that they have lost an unknown amount of weight and the ins currently appears tilted with a protruding edge. The caller reported that the plan is to explant the ins and leave the leads intact. The caller wanted to know the guidelines for capping the leads. The caller indicated that the removal of the nis is scheduled for (B)(6). The lead will remain implanted though it is not in an ideal position. The caller also reported that when the ins pocket pain occurred the patient stopped recharging. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2015(B)(6) explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) 2018-11-13. It was reported the patient was having pain at the battery site. They wanted to keep the lead in case the patient wants stimulation later, so they capped the lead ends with extensions. No ins was currently implanted. The ins was going to be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97714 found reduced capacity due to battery overdischarge. If information is provided in the future, a supplemental report will be issued.